Event description:
On (B)(6) 2015, a reporter for the lay user/patient contacted lifescan (lfs) alleging that the patient¿s onetouch ping meter displayed an error 1 message. The complaint was classified based on the customer care advocate (cca) documentation. The reporter alleged that the error message appeared at 11:00am on (B)(6) 2015. The patient manages his diabetes with insulin pump therapy. The reporter alleged that also on (B)(6) 2015 at 11:00am, as a result of the error message that the patient obtained, the patient consumed food/drink. The reporter denied that the patient developed any symptoms as result of the alleged issue, but ¿15-20 minutes later¿, the reporter alleged that the patient consumed food and/or drink as treatment. The reporter also indicated that the patient obtained blood glucose results of ¿60 mg/dl¿ on a ¿dexcom sensor on (B)(6) 2015 at 11:00 am¿, and ¿110 mg/dl¿ on an unspecified glucose meter 30 minutes later. During troubleshooting the cca noted that the meter was not being used for the first time. The issue remained unresolved. Based on the information provided, there is no indication the meter issue caused and/or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor did he receive medical intervention for either of these conditions. However, this complaint is being reported because the alleged error message remained unresolved at the time of troubleshooting.